Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a st segment elevation myocardial infarction (stemi) procedure a shaft break occurred. During introduction of the fetch®2 thrombectomy catheter through a non-bsc valve the catheter broke in half. The procedure was completed with a non-bsc aspiration catheter. No patient complications were reported.